Event description:
The patient stated that her infusion set tubing separated at the luer lock connection. She stated that her blood glucose elevated to 600 mg/dl. She stated she experienced feeling sick and thirsty. She reported that her infusion device was displaying an 04 (occlusion) error at that time. She changed her infusion set tubing and bolused 7 units of insulin. The patient reported that the following morning her blood glucose value was normal at 99 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.